Event description:
While performing a pm (planned maintenance) on the CT scanner the philips fse (field service engineer) found that the gantry microphone was not operational. The fse confirmed the customer was not able to hear the pt via the intercom. The fse reported there was no rescan or harm to pt or operator as a result of this issue. The philips fse found the breathing light assembly failed and has replaced it.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a f/u MDR at the completion of the investigation. (B)(4).